Event description:
The meter read 27 mg/dl and then 203 mg/dl. The customer has been using excel off brand reagent. The difference in these two readings, if acted upon, may be clinically significant. The customer did not have requisite supplies on hand to complete performance testing of the meter. The supplies were sent and followup contact will be made.